Manufacturer narrative:
Product analysis: analysis was able to confirm customer comment that the output connector assembly was broken. Analysis also noted that the hanger assembly was broken, main seal was pinched and two case screws were the wrong size. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a broken atrial terminal. The device has been returned for service. There was no patient involvement.